Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the av lead implant, the lead failed to capture and exhibited noise. Increased lead impedance was also observed. Lead repositioning was unsuccessful. The lead was explanted and replaced. The patient is stable.